Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr's office.

Event description:
Dr. Reported that an implant failed due to bone loss. Pt is reportedly fine.